Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this 29 mm transcatheter bioprosthetic valve, angiography revealed moderate-severe paravalvular leak (pvl) and moderate central regurgitation. A balloon aortic valvuloplasty (bav) was performed and moderate pvl and moderate central aortic regurgitation was still present. A second 29 mm valve was implanted valve-in-valve, however, the valve dove deep and was recaptured. On the second attempt to deploy the second valve, both valves dislodged. The second valve was recaptured and removed from the patient. A third 34 mm valve was successfully implanted, following which a bav was performed resulting in mild pvl with no central regurgitation present. No adverse patient effects were reported.